Event description:
It was reported to philips that the video signal was intermittently dropping out. No harm was reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information an emergency treatment was performed when the issue happened. The procedure was delayed. The procedure was completed after rebooting video wall box. The philips field service engineer (fse) visited onsite and found that video signal intermittently dropping out. After reviewing log file fse did not confirmed any video related malfunction. Fse discovered that the cause of the issue with the video wall box. The cause of the video wall box failed determined by the supplier's part analysis as it show the failure has been found due to electrical defect. To resolve the issue fse replaced the video wall boxes, after the replacement of video wall boxes, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.